Event description:
A remstar auto a-flex, sys one, 60 srs device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed deteriorated foam particles inside the assembly. Additionally, the service technician also noted dust/dirt contamination was present. The device was scrapped by the service center after the evaluation was completed.